Event description:
Both knees became stiff [joint stiffness] , swelling in both of my lower legs [peripheral swelling], swelling in both of my feet [peripheral swelling] , walking odd to help alleviate the knee pain [gait disturbance] , ended up with a stress fracture in my ringtone foot [stress fracture] , lost a lot of hair on my head [alopecia] , both knees became very painful [arthralgia] . Case narrative: this is a serious spontaneous case received from a consumer via a regulatory authority in united states. This report concerns a 74-year-old female patient of non-hispanic ethnicity (weight 68kg), who experienced swelling in both of her lower legs, swelling in both of her feet, walking odd to help alleviate the knee pain, ended up with a stress fracture in her ringtone foot, lost a lot of hair on her head and both knees became very painful and stiff during treatment with intraarticular euflexxa (sodium hyaluronate) solution for injection, unknown concentration and dose. Product was used for an unknown indication on an unspecified date in 2024. The patient reported that she received euflexxa injections on an unspecified date in 2024, starting with her right knee. She reported that both knees became very painful and stiff. She had swelling in both of her lower legs and feet and ended up with a stress fracture in her ringtone foot as a result of walking odd to help alleviate the knee pain. She also lost a lot of hair on her head. The events of both knees became stiff, swelling in both of her lower legs, swelling in both of her feet, walking odd to help alleviate the knee pain, ended up with a stress fracture in her ringtone foot, lost a lot of hair on her head and both knees became very painful were considered serious due to medically significant criteria. Action taken with euflexxa was unknown. At the time of this report, the outcome of the events of both knees became stiff, swelling in both of her lower legs, swelling in both of her feet, walking odd to help alleviate the knee pain, ended up with a stress fracture in her ringtone foot, lost a lot of hair on her head and both knees became very painful was unknown. The following concomitant medications were reported: amlodipine, estradiol, ibuprofen, sertraline, icosapent, zegerid [omeprazole, sodium bicarbonate], metoprolol. No start and stop dates were reported. Overall listedness (core label) is unlisted. Reporter causality: related, company causality: related. Other case numbers: internal # - others = mw5161887, internal # - others = mw5161888, internal # - others = mw5161889, internal # - others = mw5161886.- this ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.